Manufacturer narrative:
Investigation summary: received one (1) used, list #unknown, primary plum set w/ orange tubing. As received, no physical damage or other anomalies observed. There was some fluid residuals observed. The filter vent juncture was air leak tested with the cap closed, no leakage was observed. The filter vent was pressure tested with the vent cap open, leaking was observed. Confirmed customer complaint of tubing lines leaking. Probable cause is due to a loss of hydrophobic properties resulting from an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a primary plum set where it was reported the IV tubing was leaking immediately after priming/hanging new line on 4/23. It was stated multiple lines have leaked on the unit. There was patient involvement and no adverse event.